Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem was not reproduced. The wireless battery module was not returned with the device for testing. A review of the event history log shows a couple events of "improper shutdown!"". An "improper shutdown!" Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the device shutdown without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified and the pump was found to function as intended. The rear case will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly loses power with movement, battery/power supply and contact pins are ok. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.